Event description:
It was reported an issue with dafilon suture. The client reported that the thread broke during surgery. No more information has been provided.

Manufacturer narrative:
Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: without samples we are not in position of studying if the involved product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.